Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the pt reports dissatisfaction with vision. Upon examination, the lens had vaulted. Intervention (yag capsulotomy) is being considered at this time. Add'l info has been requested from the physician.